Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving compounded baclofen at a concentration of 2000 mcg/ml with a daily dose of 545.2 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a pump alarm sounded. The pump was interrogated and the event logs showed that multiple motor stalls and recoveries occurred beginning on (B)(6) 2017. The patient did not recently have an MRI scan. The patient experienced a gradual onset of increased tone. The pump was surgically replaced on (B)(6) 2017. The pump was actively stalled on the date of the replacement procedure. The pump was returned to the manufacturer for analysis on (B)(6) 2017,. The event was resolved at the time of this report. There was no patient injury, the patient recovered without sequelae, and the patient¿s status was reported as ¿alive ¿ no injury.¿ the patient was not in a clinical study. The patient¿s medical history and concomitant medications were asked but was not made available to the manufacturer.

Manufacturer narrative:
Analysis identified a feedthrough anomaly; both the m1 and m2 feedthroughs had corrosion bridging on the ceramic insulator causing an electrical short circuit. Result code (B)(4) and conclusion code (B)(4) no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.